Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed '6500 97-0305-51f'. They removed batteries and replaced with new ones. Pump powered on and was alarming 'service due see manual.' They silenced the alarm. Settings reviewed- reservoir volume was 1.0, dose volume 0.0. They explained the settings were reset and they cannot reprogram. They advised to remove batteries and clamp nearest port was closed. Drug was 5fu. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.